Manufacturer narrative:
DHR review was completed based upon the sku and lot number and it was found to be complete and accurate. A post market review was conducted covering the last 3 years, and it showed that the device breakage while repositioning patient was an isolated event. The actual device that broke, or a photo of the broken device was not available for review. The IFU precautions state to reconfirm position, depth of intubation, and patency of the et tube or other airway device during and after any change in the patient's head, neck, or body position, or any change in the location of the fixation device. Use caution during patient movement, and/or repositioning to avoid dislodging the et tube. The root cause of the breakage could not be determined.

Event description:
It was reported that an anchor fast guard was being used on a covid-19 patient in the prone position. When the respiratory therapist and the rn were repositioning the patient, the anchor fast guard broke. They heard a crack, causing dislodgement of the endotracheal tube. The patient was coded, but wound up expiring. The patient had been end-of-life.